Manufacturer narrative:
(B)(4). Approximate age of device ¿ 10 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The device remains in use supporting the patient. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to clinic on (B)(6) 2016 due to drainage from the driveline exit site which had begun 1 week prior. The patient was admitted for IV antibiotic treatment. Wound cultures were collected and were found to be positive for pseudomonas. On (B)(6) 2016, the patient was taken to the operating room for driveline debridement and wound vacuum assisted closure (v.a.c.) Therapy was applied. IV antibiotic treatment was continued. On (B)(6) 2016, the patient was reportedly stable with no further issues reported.